Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's holter monitor demonstrated loss of capture on the right ventricular lead. The lead was explanted and replaced. Two abandoned leads were also extracted. The patient was stable.